Event description:
The consumer reported using the product for 7 hrs overnight on the side of his torso. When the patches were removed, the consumer described burns and scarring in the area worn. The consumer did not seek medical attention at the time of the incident, and it is unk how the area was treated.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Package labeling indicates that consumer should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.